Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown avenir stem-unknown. Unknown- depuy pinnacle cup-unknown. Unknown-unknown depuy liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00361. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 8 years post implantation due to metallosis and atlr. During the procedure the 32mm +10.5 cocr head was removed and there was some corrosion noted inside the head and on the trunnion. The depuy liner was removed and replaced with an offset liner. A zimmer biolox option head, 32/+7 was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4)..

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown avenir stem-unknown. Unknown- depuy pinnacle cup-unknown. Unknown-unknown depuy liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00361. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 8 years post implantation due to metallosis and atlr. During the procedure the 32mm +10.5 cocr head was removed and there was some corrosion noted inside the head and on the trunnion. The depuy liner was removed and replaced with an offset liner. A zimmer biolox option head, 32/+7 was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.